Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, as reported by her attorney, the patient experienced erosion of the sling. No other information is available.